Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event of cardiac arrest, requiring CPR, ventricular fibrillation, and patient death will be conservatively reported, as it cannot be said for certain that the patient death is not related to the implanted mitraclip. It was reported that on (B)(6) 2016, the patient with functional mitral regurgitation and ejection fraction of 35%, underwent a mitraclip procedure, with implantation of two mitraclips, reducing the mitral regurgitation from grade 4-2. Two days post procedure, the patient was walking in the hospital and experienced sudden cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and the patient was resuscitated and experiencing ventricular fibrillation. On (B)(6) 2016, the patient died. Per study physician, this event of cardiac arrest requiring CPR, and ventricular fibrillation is not related to the mitraclip procedure. Following cardiac arrest, CPR and coronary angiography were performed and an intra-aortic balloon pump was inserted. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that the mitraclip procedure was successfully performed with reduction in mitral regurgitation. There is no evidence of a device issue in causing or contributing to the reported events including the death. The patient had decreased ventricular function which can be contributory to the reported events. The reported patient effects of cardiac arrest and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to the patient's pre-existing condition and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided. Post mitraclip procedure, the patient was transferred to the cardiology intensive care unit. After a 24 hour observation, the patient was transmitted to the cardiology ward. The patient did not mention any problems during the doctor's round and seemed to be feeling well. Later, the patient lost consciousness and collapsed. Cardiac shocks were noted on the cardiac resynchronization therapy device (crt-d) and the patient was transferred to the cardiology intensive care unit and the electrocardiogram (ECG) monitor showed sustained ventricular tachycardia with no response to crt-d shocks and cardiac defibrillation was performed. The patient experienced increasing hemodynamic instability and arrhythmia, which changed to ventricular fibrillation, and lead to sudden cardiac arrest. Resuscitation attempts were started; however, despite medications, cardiopulmonary resuscitation and defibrillation, the ventricular fibrillation did not resolve. Coronary angiography was performed and did not show any new narrowing that may have caused the acute coronary syndrome and ventricular arrhythmia. A return of spontaneous circulation was seen with slow biventricular pacing. Additional episodes of ventricular tachycardia occurred and stopped with cardioversion. The patient condition declined and required intubation with ventilator support. An intra-aortic balloon pump was placed and adrenal infusion was started. Despite treatment, the patient died on (B)(6) 2016. No additional information was provided.